Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not on bus for a half height (hh) drawer. A field service engineer (fse) confirmed that the pyxibus module of the drawers on main hh 3-2 was faulty. White indicated that the issue involved the module itself, the retractor band, and its input into the drawer. After inspection, the controller was found to be functioning properly, which suggested that the problem was most likely related to the ribbon output of the drawer controller or one or more partially seated ribbon cables. The ribbon cable was reseated, and rear chassis adjustments were made. The system functioned as intended after the field service engineer repaired the device.